Manufacturer narrative:
(B)(4). The home patient (hp) was contacted on (B)(6) 2012. The hp stated she does not recall the event, and could not provide any additional information. There was patient involvement but no injury or medical intervention reported. This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. The sample and the lot number were unavailable, therefore no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2084 alarm during the initial drain on the homechoice machine(hc). The caregiver(cg) stated that he saw bubbles in the lines and tried to open the door to investigate. The cg also stated system error 2265 alarm occurred. The technical service representative(tsr) assisted the cg to end therapy and remove the cassette. The tsr advised the cg to dispose of current supplies and start over with all new supplies. There was patient involvement; however, there was no injury or medical intervention reported.